Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Additional information was received on (B)(6) 2025 indicating that an unexpected shutdown did not occur. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.